Manufacturer narrative:
D6a. Implant date: implant estimated as implant was reported to have occurred in (B)(6) 2024.

Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted in (B)(6) 2024. It was reported that the patient had a follow up in (B)(6) 2024, and it was noted that there was a leak. There was no intervention required. No further information was provided.